Event description:
A report was received that the patient was explanted due to ineffective therapy and charging difficulties.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2158-50, serial#: (B)(4), model description:linear lead, 50 cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
The ipg passes all visual , photographic imaging, performance, and electrical tests performed. The device exhibited normal device characteristics. Lead (s/n (B)(4)) passed visual and photographic imaging test performed. Lead (s/n (B)(4)) was not returned for analysis, but a review of the manufacturing documentation revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient was explanted due to ineffective therapy and charging difficulties.